Event description:
The pump was returned for investigation. Investigation revealed that the pump display was dim. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there were no alarms related to the complaint observed in the black box. There were multiple low and replace battery alarms in the alarm history. The battery compartment was intact. There was no evidence of moisture found inside the battery compartment and the battery cp was able to fully tighten. A power loss was not observed. The current draws are within specifications. There was no moisture contamination found inside the pump. The display is faded. Investigators were unable to duplicate or verify excessive battery usage. (B)(6).